Event description:
During intraocular (iol) lens implant surgery, the haptic was noted to be broken after the iol was inserted into the eye. The incision was enlarged slightly to facilitate removal of the iol.